Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat tricuspid regurgitation (tr) with a grade of 5. One clip was placed without issue. A second clip was advanced into the anatomy. This clip became caught in chordae and was unable to be freed. The physician deployed the clip to the chordae and the septal leaflet. Tr was reduced to grade 2. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported entrapment of device (clip caught on chordae). The reported foreign body in patient was due to the entrapment of device (clip caught on chordae) as the clip was unable to be removed and deployed with chordae and the septal leaflet. The reported unexpected medical intervention was a result of case-specific circumstance as the clip was deployed at an unintended location. There is no indication of a product issue with respect to manufacture, design, or labeling.